Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient was dislocating his hip, so surgeon decided to revise the hip to a more stable construct.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: no devices were available for analysis. Medical records received and evaluation. A review of the provided medical records by a clinical consultant indicated: that in this difficult post-traumatic conversion total hip arthroplasty, recurrent global instability required eventual revision to an mdm construct. Specific implant labels are not available, but there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was dislocating his hip, so surgeon decided to revise the hip to a more stable construct.